Manufacturer narrative:
Additional information: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a broken occlude feet of the main body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the twist clamp of a transfer set was broken; further described as "the white part of the twist clamp can be removed from the transfer set". This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.